Event description:
Attempt to retrieve a migrated stent, upon retrieving the stent fragmented. Because of significant residual stenosis, decision was made to stent the vessel. 12 mm x 40 mm epic self expanding stent was deployed across the stenosis. Post stent placement venograrn was performed. At this point, the stent began to migrate from the svc into the right atrium and ultimately into the right main pulmonary artery. Decision was made to snare and retrieved this stent. The stent was withdrawn from the pulmonary artery and the heart and guided into the right groin at the site a 10 french sheath. The stent was extracted from the vein. However, during the extraction, the stent fractured and a portion of the stent remained within the soft tissues and within the right common femoral vein. The proximal half of the stent,10 french sheath, and guidewire were removed and manual compression to maintain hemostasis. Provider could not get the stent out, thus intraprocedure consult to vascular surgeon was done. Patient taken to the operating room for a cutdown and manual removal of the fractured stent. Pt is still in ICU. Refer to add'l documents in i2k.